Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 414 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as hurting, dizzy, and unaware. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer states that they rolled over on the pump and it gave them insulin accidentally as they were sleeping. The insulin pump will not be returned for analysis.